Event description:
In 2008, the pt reported she has been experiencing repeated e4 (occlusion) errors on her infusion device due to her infusion tubing. The infusion tubing has been in use for almost 24 hrs. She stated that she changed the infusion the previous night. She stated that she performed a 4 unit bolus in the air and rec'd an e4. She then removed the infusion tubing from the infusion device and was able to bolus without error. The followig month, the pt reported that her blood glucose was elevated to 400-500 mg/dl due to the occusion errors. Her normal blood glucose range in 150-160 mg/dl. To lower her blood glucose she injected insulin via syringe. She stated that she believes her insulin was the cause of the occlusions because it was crystalized in some of the infusion tubings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.